Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported his patient programmer would no longer communicate with the scs ipg after a previous unrelated procedure. Troubleshooting was attempted by the sjm representative to no avail. Consequently, the ipg was deemed inoperable. As a result, surgical intervention may be undertaken as the next course of action.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the ipg was explanted and replaced which resolved the issue.